Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported on monday, (B)(6) 2017, they were called to a medical facility about a patient event. The representative called tech services and discussed the event. The representative reported the patient presented feeling sick, and his ptm for the pump was not functioning correctly. Upon interrogation, a motor-stall popped-up. The representative looked at the logs and apparently the pump was stalling and restarting each of the last several days.tech services had recommended replacement. The hcp said he would replace the pump with another manufacturer¿s pump.

Manufacturer narrative:
Other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained hydromorphone (concentration 5.0 mg/ml, dose 2.21 mg/day) and bupivacaine (concentration 2.5 mg/ml, dose 1.105 mg/day). It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had a magnetic resonance imaging (MRI) procedure. There were numerous stalls with recoveries going back to (B)(6) 2017. The representative stated the patient said he felt he¿d been ¿getting sicker¿ the last 10 days or so. The change in therapy/symptoms was considered sudden. The representative also stated the patient was having difficulty getting the personal therapy manager (ptm) to work periodically. It was unknown whether the stalls were drug-related.